Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload had a full complement of staples and the jaws were open. The reload was loaded into the subject instrument for functional testing. The jaws clamped and unclamped without difficulty. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy procedure, when the third reload was used for firing, the jaws will not open and close smoothly. Both the handle and the reload were replaced to complete the procedure. There was no patient injury.